Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing a planned /non-emergency treatment which was delayed and completed using another system. The philips field service engineer (fse) inspected the system onsite and confirmed that the device had insufficient image disk space which prevent the exposure. A review of the system log file confirmed the reported malfunction. Upon functional testing, the fse found problem was with the ippc computer and hard disk drive. The fse re-created the image store and turned off and on the system, which resolved the issue temporarily. After few days the reported issue reoccurred and the fse replaced the image processing (ip) pc and hard disk. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the allura device had insufficient image disk space. The device was inside of clinical use at the time of the event. No harm was reported to philips. A philips field service engineer (fse) visited the site and recreated the image store. The device was returned to expected functionality. Philips has started an investigation of this complaint.